Event description:
It was reported that after many attempts the physician was unable to successfully place the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.